Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with blood glucose value 592mg/dl. Troubleshooting was performed and customer stated that the insulin pump was not vibrating. Customer was feeling headache. Hospitalized for due to low blood glucose. It was unknown whether the customer was using the pump with-in 48 hours of incident. The automode feature was not active at a time of incident. The customer was advised to discontinue the use of the pump. The product will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp . On september 28, 2022 the customer alleged possible under delivery anomaly, vibrate anomaly and experienced high blood glucose. The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: cracked case behind the insulin pump at the battery compartment, pillowing keypad overlay and keypad overlay texture damage. Insulin pump successfully downloaded using thump and carelink. In further full review no "no delivery alarms" were found in the insulin pump history. Daily total of all insulin delivered was 27.7u on september 28, 2022. Insulin pump's memory was reviewed and no alarms or anomalies were noted. Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed self test due to not vibrating due to moisture damage on the harness assembly vibrator. No ¿no delivery alarm¿ during testing. No insulin pump error alarms noted in insulin pump's downloaded history or during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly, harness assembly vibrator and force sensor. Customer alleged for possible under delivery anomaly was not confirmed. Unable to verify customer's high blood glucose complaint. Vibrate anomaly confirmed due to moisture damage on harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Health effect ¿ clinical code has been updated and provided with this report in section h6. Health effect ¿ impact code has been updated and provided with this report in section h6.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 592 mg/dl at the time of the incident. Customer¿s current blood glucose level was 138 mg/dl. Customer stated that the auto mode feature was not active at time of high blood glucose event. No further patient complications were reported. The customer declined troubleshooting for high blood glucose. The device was returned for analysis.